Event description:
Product end user notified his distributor via email that "these gave him a uti and he was in the hospital for 4 days". End user did not allege any product malfunction, multiple attempts to collect additional information from the end user without any success. Lot number unknown. No photographs received.